Event description:
A penumbra coil 400 (3 x 2mm curve) was placed at the neck of the aneurysm. The physician attempted to detach the coil using his hands (not the detachment handle). There was a separation of the "black line" on the proximal end of the pusher, but the coil was still attached in the aneurysm. The physician then tried to detach using the detachment handle, followed by pulling the pusher with hemostats, but the coil remained attached. The physician then pulled the coil out of the aneurysm and into the px400 microcatheter. He removed both the coil and microcatheter as a unit for return to penumbra. The physician commented that when he pulled on the proximal end of the pusher and then "let go" it would "spring back."

Manufacturer narrative:
Results: the distal end of the pusher was examined under a microscope. These observations are consistent with a correctly manufactured product before coil detachment. The proximal end of the pusher was examined with unaided eye. These observations are consistent with a pusher after coil detachment. It is not possible for a functional pull wire to simultaneously be positioned within the alignment feature at the distal end and for the pull tube to be fully retracted at the proximal end. To reconcile this discrepancy, it was assumed that the pull wire was fractured somewhere along its length within the pusher. To confirm this hypothesis, the pull tube was removed from the pusher. As suspected, the pull wire was fractured approximately 3.4 cm from the distal end of the pull tube. The physician was attempting to detach the coil implant manually (without the detachment handle per the instructions for use) with the pusher positioned in significant tortuosity. The friction between to the pull wire and pusher was too much for the physician to overcome, so his attempts to detach resulted in the pull wire "spring back" as noted in the complaint. Specifically, the nitinol pull wire elastically deformed as the physician pulled it for detachment. When the physician let go of the pull wire, it returned to its initial length. At some point in the process, the physician quickly applied excessive force to the pull wire, exceeding its ultimate tensile strength and causing a fracture. Because the wire fractured within the pusher, the physician was not aware of the break. Use of the detachment handle is advised because it has been designed to apply an appropriate amount of force without exceeding the tensile strength of the pull wire. The manufacturing records showed no discrepancies.